Event description:
Caller reported blood glucose results of 171 mg/dl and 95 mg/dl within 10 minutes on the accu-chek aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
A customer contacted baxter's technical service center (gts). The home patient (hp) stated she believed she had air go into her. It was explained the hp might have received the air from the patient line if it had not been fully primed before connecting. Gts spoke with the nurse as well and the nurse was going to have the hp come into the clinic. The cause was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.